Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A duodenal perforation is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On an unknown date, the patient experienced a duodenal perforation requiring surgical intervention and admitted to the intensive care unit. On (B)(6) 2026, the patient's oxygen saturation was reported as 30%, with a platelet countof 52, and white blood cell count of 33,000. On (B)(6) 2026, the patient expired. The cause of death was not reported. It is unknown if an autopsy was performed. The status of the device is unknown.